Event description:
No additional information has been received following multiple attempts.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Over the next couple of days the patient presented with a fever, but otherwise appeared fine. He was put on avelox for pneumonic process and fever came down. Chest x-ray was clear, patient¿s condition seems to be improving, was able to walk and take in liquids. However after three - four days, his white cell count had an abnormal differential with 25 percent and the abdomen seemed tender but appeared ok. On the fifth day, the patient seemed confused, appeared sickly and showed signs of definite peritonitis. An emergency laparatomy was performed and a small leak about 3mm appeared to be beside the anastomotic line. Could not differentiate if it was a small area of ischemia or a suture pulled through on the one side creating an opening. Because of the degree of peritonitis, he was given an ileostomy. The distal ileum appeared quite dusky and over two feet of distal ileum had to be resected to get to well vascularized bowel. A very large calcified nodule near the root of the small bowel mesentery was associated with vascular compromise. Problem was presented post-surgery. Patient was stable. Additional information has been requested. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after a right hemicolectomy with small carcinoma procedure, the proximal resection margin was 8-10cm proximal to ileocecal valve do to a large rent in the small bowel mesentery created during mobilization. The distal resection margin was 12 to 15cm distal to the tumor. Functional end-to-end anastomosis was created using the device and coming across the top with the tl90. A portion of the staple line was reinforced with 3-0 monocryl suture. No spillage and minimal bleeding, irrigation was not required. Anastomosis appeared to be pink with no tension.

Manufacturer narrative:
(B)(4).